Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial started on (B)(6) 2022. It was reported that after they got home from their procedure on (B)(6) 2022 they had to call an ambulance and was hospitalized from (B)(6) 2022 to (B)(6) 2022. No further information was made available at this time.